Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the valve seal on the trocar balloon was disengaged. The balloon, lock collar and doors appeared intact. The obturator and inflation bulb were received. The inflation syringe was received. The valve seal on the dissector balloon appeared intact. A functional evaluation found that the dissector balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy, the valve seal damaged.

Event description:
According to the reporter, during laparoscopic inguinal hernia, the valve seal damaged. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.